Manufacturer narrative:
B3: olympus detected the issue during device servicing, therefor there is no information regarding the customer reported event date. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is: due to adhesive peeling around bending tube, connection between bending section and distal end was detached. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope distal end was detached. There was no patient involvement.